Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow thrombosis could not be confirmed through this evaluation as the device is not available for investigation and no images were submitted for review. Review of the submitted log files confirmed low flow events which the account attributed to the suspected outflow thrombosis. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. The controller log file captured events from (B)(6) 2025 through (B)(6) 2025. Continuous low flow alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists potential adverse events, including device thrombosis and death which may be associated with the use of heartmate 3 lvas. Additionally, it addresses all pump parameters, including pump flow. Section 4 of the IFU also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU, ¿system monitor¿, states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to outflow thrombosis. There were no changes to patient condition or anticoagulation status that may have contributed and there were no recent changes to pump parameters. A computed tomography (CT) scan was performed to confirm the outflow thrombosis, but the images were not available for evaluation. The patient had heart failure symptoms including dyspnea and sudden decrease in flow. A thrombolysis was performed before the patient passed away. The death was not considered to be directly related to the device, but the outflow thrombosis could not be explained. The device reportedly operated as expected.